Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it frayed? Unknown. What was used to complete the procedure? Another vicryl suture. Were there any patient consequences? Unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery in 2021 and suture was used. During the surgery, the suture thread began to fray after one pass through the skin. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.